Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance and high capture threshold in bipolar settings; however, threshold was in range when unipolar pacing configuration was used. The lead was programmed off during normal device change out. The asymptomatic patient was stable.